Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a cracked end cap. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. However the device passed the displacement, rewind, basic occlusion and motor tests. No motor error alarm observed during testing. A cracked case, cracked reservoir tube and missing end cap sticker were also noted.

Event description:
The customer reported that the drive support cap was coming out and the device alarmed motor error during the bolus delivery. The blood glucose reading was 136mg/dl. The caller stated that the insulin pump was not exposed to a strong magnetic field. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.